Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The insulation on this lead became damaged when doing a device change out. Physician decided to leave lead connected to device but device programmed for rv pacing only. Lead remains implanted but is out of service and will not be used. No adverse patient events were reported. Should additional information become available, this file will be updated.